Manufacturer narrative:
The customer worked with the technical support representative. The device needs a battery pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. A quote for the battery pca was given to customer. The quote expired without action by the customer. The customer is refusing service at this time.

Event description:
It was reported to philips that the pin is bent on battery connector. There was no patient involvement.